Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid drain (cloudy dialysate) and abdominal pain. The patient was hospitalized for the reported event. The day the patient was hospitalized, they were started on treatment for the peritonitis that included intraperitoneal (ip) ceftazidime (1gm, once a day), ip heparin (1000 units, 4 times a day) and cefazolin (1gm, once a day). After 3 days of antibiotic treatment, the abdominal pain went away and the turbid drain/cloudy dialysate became clear. A couple of days later, the treatment with cefazolin was discontinued and on the next day, the heparin was stopped as well. The following day, the patient was put on ip heparin again (1000 units, once a day). That same day the patient was discharged from the hospital. The patient¿s antibiotic treatment with ceftazidime and heparin was continued for almost 2 weeks while the patient was home and then stopped. The patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time.